Event description:
Fractured insertion post.

Manufacturer narrative:
Fractured insertion post. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instructions for use to prevent this from happen.